Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife reported via phone call that the customer received a lost sensor alarm. Customer's blood glucose declined to 46 mg/dl at the time of incident. The customer was treated with cookies and ice cream. Troubleshooting was completed for the lost sensor alarm. The wife declined to return the insulin pump for analysis.